Manufacturer narrative:
One power supply cable was returned. Based on the investigation performed, the reported event was unable to be confirmed. The unit was powered on and the unit functioned as intended. The unit was able to successfully take readings through the gsm antenna.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported the unit sparked when trying to take a reading. It is unknown whether the spark came from the unit or the power cord. The patient noticed the cord was cracked closest to the unit. The patient was advised not to use the unit. The unit was replaced.